Event description:
The start-up kit (suk) (lot #172206) was connected to the thermogard xp ivtm system, and priming was performed to initiate the ivtm therapy for a (B)(6)-year-old female patient (weight - (B)(6) lbs.). An icy catheter (lot #unknown) was used for the ivtm therapy. After an unknown period, the thermogard xp ivtm system (sn unknown) generated an air trap alarm, and many air bubbles were noted in the suk air trap. The user observed an empty saline bag and blood tinge on the suk tubing, indicating a potential catheter leak. The customer discarded the catheter and the suk. No consequences or impact to the patient. The customer provided no further information. For the above-reported event, zoll received medwatch report #(B)(4) on (B)(6) 2022. Please see the following related MFR report: MFR 3010617000-2022-00192 for the icy catheter

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.